Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the carbon bridge and serviced the instrument. There have been no further issues of erroneously high k results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high potassium (k) result of 7.4mmol/l generated by the unicel dxc 800 pro synchron chemistry analyzer when compared by a delta check to a result of 5.9mmol/l on a sample run earlier the same day. The result was not reported outside of the laboratory. The system was recalibrated, qc was run and the sample was repeated upon which it gave a result of 6.6mmol/l and this result was reported outside of the laboratory. There was no affect to patient treatment with regard to this event.